Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patients ipg will not hold a charge and the patient experienced extreme recharge burden. The ipg would not provide 24 hours of stimulation in between charges. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.